Event description:
While performing a decompression, a portion of the ceramic tip broke off the electrode. Surgeon was not able to remove the broken fragment. At this time no pt injury was reported as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.